Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the detachable needle broke off the bd integra¿ syringe into the patient's injection site, who removed it with tweezers. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated, when the needle broke off in his injection site on monday, he was able to remove it with a tweezer."